Manufacturer narrative:
Bin files were reviewed and showed that at least 7 injections were performed with one arctic front advance catheter and at least 3 injections were performed with a second arctic front advance catheter. All injections were inflation attempts and they were non-sustained. No ablations were recorded in the bin files. No product was returned for analysis. A field service engineer serviced the console and repaired the low pressure regulator and gauge. The reported inflation issue has been confirmed by field service engineering. The console failed the inspection due to a defective low pressure regulator and pegged low pressure regulator gauge.

Event description:
Information received by medtronic indicated that the user was unable to begin a cryoablation procedure due to inflation issues with the cryoconsole. The case was aborted; the patient was under general anesthesia for the procedure and did not receive any therapeutic treatment. There were no patient complications.

Manufacturer narrative:
Field service engineering was contacted and investigation is in progress. Results of investigation will be submitted in a supplemental report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.